Event description:
Per independent repair center statement, the irc5p concentrator was alarming (red light). The key failure was a stuck rexroth valve. Additional malfunctions were poppit valve not shifting, leaking zip ties and worm clamp.